Manufacturer narrative:
H.6. Investigation summary: the batch history analysis was performed, quality notifications and maintenance records were verified where no records were found that were potentially related to failure. By evaluating the available samples it was possible to observe foreign matter - dirt. For the reported defect the potential cause is related to line cleaning during batch exchange. During cleaning the first cycles should be discarded and production released only after inspection. Production line operators will be notified of the occurrence. The defect identified from this claim will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of syringe plastipak 10ml s/su experienced foreign matter contamination noted prior to use. The following information was provided by the initial reporter: foreign matter not identified inside the plunger of the 10 ml syringe. Information received on (B)(6)2019: the incident was noticed before the use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe plastipak 10ml s/su experienced foreign matter contamination noted prior to use. The following information was provided by the initial reporter: foreign matter not identified inside the plunger of the 10 ml syringe. Information received on (B)(6) 2019: the incident was noticed before the use.